Event description:
It was initially reported by the physician that the pt is having an increase of seizure activity and the magnet is not helping in aborting seizure. Physician felt that the battery is likely near end of service and working intermittently. Diagnostics results showed everything working within normal limits. Pt had his battery replaced. Good faith attempts to obtain additional info has been unsuccessful to date.